Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure on the hip. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. No pt injury was reported.